Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to pocket infection and erosion. Additionally, it was indicated that there was difficulty to remove this lead. The ra lead became stuck to the rv lead, and the physician was unable to get the leads past the superior vena cava (svc). The terminal pin remained connected, and a competitor's sheath was used in attempt to exact the leads. During the extraction, both leads broke, leaving fragments of the lead stuck in the svc. The superior approach was abandoned, and the physician gained access through the groin to snare the lead by femoral approach. The physician was unable to snare the ra lead fragment; therefore the lead was abandoned. No additional adverse patient effects were reported. This device is not expected for return.